Event description:
At approx 0300 on 2/13/96, rn found pt sleeping in bed with male end of "y" connector disconnected from female end of another MFR's threaded lock cannula which was connected to the large lumen of a double lumen catheter. Rn estimated blood loss to be greater than but around 100 cc's. Pt received transfusion of packed red blood cells for treatment of a hemoglobin level of 7.3 gm/dl.